Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Forty-nine (49) ventricular non-sustained tachycardia (nst) less than or equal to 210 ms between (B)(6) 2012. One patient alert for right ventricular pace lead impedance greater than 3000 ohms on (B)(6) 2012. Weekly pace impedance log data shows an abrupt increase for max ventricular pace equal to 624 to 16382 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had several high impedance measurements and many short v to v intervals. The lead was replaced. No patient complications have been reported as a result of this event.